Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint was confirmed based on radiographs received. Product was not received for evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the radiograph review performed by an external surgeon, the initial image demonstrates good fixation and no known deficiencies, with staples being noted which was indicative of an immediate post-operative x-ray. The second image (post-operative, pre-revision) showed lucency on the lateral inferior surface of the tibial plate, with possible lucency on the inferior medial side of the tibial plate that could not be confirmed. However, there was no noted lucency between the bone and bone cement interface. It was noted that the implants were well sized, appropriately positioned, and appropriate amount of bone cement was applied. Per the packaging insert that was associated with the device, ¿loosening or fracture/damage of the prosthetic knee components or surrounding tissues.¿ is a known adverse effect of this procedure, however; a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: articular surface size ef 10 mm height, cat#: 00596403210 lot#: 62363987. Femoral component option size f left compatible with lps-flex prolong, cat#: 00596401651 lot#: 62599222. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address loosening. No further information has been provided.